Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The >90% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). After a 6fr non bsc guide catheter and guide wire were advanced to the lesion, pre-dilatation was performed with a 2x9mm balloon catheter. A 2.50x32mm promus element¿ plus drug-eluting stent was then advanced but failed to cross the lesion and the stent struts became flared up during manipulation. The device was removed from the patient and repeated the pre-dilatation with the 2x9mm balloon catheter. Subsequently, another drug-eluting stent was successfully deployed in the lesion with buddy wire support. Final angiography showed excellent outcome and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. There were stent struts on the distal end of the stent that were bent back distally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the hypotube shaft profile. Profile: a visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The >90% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). After a 6fr non bsc guide catheter and guide wire were advanced to the lesion, pre-dilatation was performed with a 2x9mm balloon catheter. A 2.50x32mm promus element plus drug-eluting stent was then advanced but failed to cross the lesion and the stent struts became flared up during manipulation. The device was removed from the patient and repeated the pre-dilatation with the 2x9mm balloon catheter. Subsequently, another drug-eluting stent was successfully deployed in the lesion with buddy wire support. Final angiography showed excellent outcome and the procedure was completed. No patient complications were reported and the patient's status was stable.